Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(4), medtronic received information regarding a navigation device being used for a cervical spine procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that during the case, the surgeon "felt a little off" anterior. The manufacturer representative saw that the physician's assistant was bumping the frame. All of the screws in the frame were good. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the behavior described was the intended behavior of the software. The frame was bumped during the procedure. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.